Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's had experienced high blood glucose and insulin pump had keypad anomaly. The customer¿s blood glucose level was 27.3 mmol/l. The customer reported that the button must be pressed repeatedly and hard for respond to the commands. It was reported that the pump was giving alarm no delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened express bolus button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test.